Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient lost therapy due to ipg reaching end of life. Surgical intervention was undertaken during which the ipg was explanted and replaced. Therapy was restored post-op.